Event description:
Removal of 1st set of silicone breast implants. (Dow corning) silicone implants partially separated from chest wall. At 41 y/o on 9/20/76 removal of 2nd set of silicone breast implants (dow corning). Right-implant ruptured and gel was open. Left-implant capsule had been completely absorbed and gel was lying free in mammary pocket. At 42 y/o on 10/7/77 removal of 3rd set of silicone breast implants. (Dow corning). Distrortion,retraction, and rupture. At 48 y/o on 11/17/83 removal of 4th set of silicone breast implants. (Dow corning) implants ruptured.